Manufacturer narrative:
Follow-up #1 (6/18/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/10/2013 with the following findings: the meter passed all testing with no faults found; the primary complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2013. The patient reported obtaining inaccurate high readings of '8, 8.5 and 8.3 mmol/l' with the subject meter on (B)(6) 2013 performed at least 2 hours apart from each other. The patient also reported obtaining inaccurate high readings of '8.2 mmol/l' on the morning and evening of (B)(6) 2013. It was also noted that the patient claimed to have obtained an alleged inaccurate high reading of '10.6 mmol/l' with the subject meter. At the time of the call, the patient informed the csr that on the morning of (B)(6) 2013 prior to testing for the first time she had felt hungry. The patient informed the csr that she associates the symptom with a low blood glucose and drank something in response to the symptoms; however, skipped her breakfast in response to the elevated result. The patient manages her diabetes with a combination of insulin and oral medication. There was no mention that the patient made any adjustments to her medications in response to an alleged inaccurate high reading. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter inaccuracy caused and/or contributed to a serious injury. The patient's reported symptom does not meet lfs' criteria of a serious injury. However, this complaint is being reported as a malfunction because the patient claimed the readings obtained with the subject meter did not correlate with her feelings.